Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited intermittent high out-of-range shock impedances. The patient is not pacemaker dependent. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.